Event description:
Patient presented in clinic for normal follow up. Variation in low voltage impedance, intermittent oversensing and intermittent capture were observed. Review of fluoro showed no externalized conductors. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.